Event description:
It was reported "we had a patient whose PICC line broke. The lumen that broke off was still connected to the IV tubing. No harm came to the patient. Unfortunately this was a covid patient and we had to dispose of catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr d/l powerpicc provena catheter. The depicted portion of the device included the molded joint and part of the extension tubes. The red-leured extension tube was detached from the molded joint. The distal end of the detached extension tube exhibited curved shape memory. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and sharp instrument contact.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv3358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a patient whose PICC line broke. The lumen that broke off was still connected to the IV tubing. No harm came to the patient. Unfortunately this was a covid patient and we had to dispose of catheter."